Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was successful in sending a transmission through the remote monitor.

Manufacturer narrative:
Concomitant medical products: 305u233 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) is not communicating with their remote monitor. The ipg and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 305u233 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) is not communicating with their remote monitor. The ipg and monitor remain in use. No patient complications have been reported as a result of this event.